Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast revision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 750cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she had bilateral breast implant removal on (B)(6) 2023. The patch on both implants was found to be separated from the implant shells and one implant was completely ruptured. No further information was provided. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-08993 for the contralateral event.

Manufacturer narrative:
On january 10, 2024, mentor received the following additional information. Updated date of explantation: (B)(6) 2023. Patient age at the time of event: 48 years old. Ethnicity: not hispanic/latino. Race: white . Additionally, the patient stated she had physical symptoms. No further information was provided. Manufacturer¿s reference number: (B)(4).